Manufacturer narrative:
B3: unknown. One device was returned for analysis. Visual inspection showed cracks on the top case and right plunger case. Review of the event history log (ehl) showed check clutch/plunger lever error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the lead screw and clutch halves were found old, dirty, and worn out due to normal wear. As a result, the lead screw and clutch halves were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a check plunger error. No patient injury was reported.